Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported weight loss which resulted in discomfort at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed to reposition the cls implant site and resolve the reported event. The evoke scs system was confirmed to be operating as intended.